Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.